Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On 21-april-2024, it was reported by the patient that he was hospitalized for one day due to hyperglycemia and ketone. Blood glucose at the time of hospitalization was 500 mg/dl and current value was 202 mg/dl. To lower down the blood glucose he received IV insulin drip. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number 3003442380-2024-02592 was submitted on 22-05-2024. However, based on the investigation done on 17 jan 2026 and clinical review done on 19 jan 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.